Event description:
It was reported that on an unknown date, an unknown sized amplatzer piccolo occluder was implanted. Following the procedure on an unknown date, a postero-lateral thoracotomy was performed due to improper device placement. The patient status was unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of postero-lateral thoracotomy performed due to improper device placement was reported. A returned device assessment could not be performed as the device and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Two videos were received from field that appeared to be related to the case of severe aortic obstruction, pulmonary branch stenosis in new born, risk factors for lpa stenosis. Please note that per the instructions for use, "do an aortic angiogram or evaluate device position with echocardiography. Make sure the occluder is in the correct position".